Manufacturer narrative:
There will be no returned product because the patient complained a couple of days after the procedure and the pads had long been discarded by the end-user. When a quality engineering evaluation is completed a supplemental report will be filed. Device discarded by end-user.

Event description:
It was reported, "patients are complaining of sunburn-like symptoms on the skin under the pad locations. According the staff member I talked to, the patient was (B)(6) and 360 joules of energy were used. This has been occurring since august with no problems before that. There will be no returned product because the patient complained a couple of days after the procedure and the pads had long been discarded." It was also reported that the patient was given a prescription of silvadene cream.

Manufacturer narrative:
The pad pro mfe, multi-function electrode, is intended for use during defibrillation, cardioversion, pacing, and ECG monitoring applications. This product is a single use, disposable device. The DHR/lhr, device history record/lot history record, review was not accomplished for the lot number of the suspect device was not available. A twenty-four (24) month review of customer complaint history prior to this event, for all padpro mfe's, showed (B)(4). The actual complaint device was discarded by the end-user; therefore, an evaluation of the device has not been conducted. The failure mode cannot be confirmed, and, the root cause cannot be conclusively determined without examination of the actual complaint device. There could be a number of causes either manufacturing or end-user technique related; however, without actual examination of the complaint device this complaint is considered inconclusive. The complaint investigation did not confirm any manufacturing or product defect; therefore, corrective action is not warranted at this time. Conmed corporation is considering this complaint closed. This medwatch is associated with the following medwatch reports: 1320894-2011-00080, 1320894-2011-00090, 1320984-2011-00092, ((B)(4), end-user submitted), and, 1320894-2011-00094, ((B)(4), end-user submitted). Three (3) additional complaints regarding padpro mfe's, for similar failure mode of minor skin burn from cardioversion, have resulted from this end-user facility. Conmed's marketing cardiology specialist visited this facility to evaluate the situations surrounding these incidents. (B)(6) hospital has made changes within their facility and no other incidents have occurred. Also, no other incidents have occurred regarding padpro mfe's at any other hospital within the (B)(6) hospital group.